Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose. The customer's blood glucose at the time of admission was 600 mg/dl. The customer stated the cause of the hospitalization was that insulin was unable to travel through the tubing of the infusion set. The customer was treated with a manual injection at the hospital. The customer further mentioned receiving a no delivery alarm during a bolus as well as during basal delivery. Troubleshooting could not be performed because the alarm had occurred in the past. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.